Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 28-jul-2018, (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 21-jul-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (2.5 mg/ml, 1.999 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient reported to a pump refill where a diagnostic x-ray was performed (B)(6) 2018, and it was determined the pump was flipped. The pocket was opened to flip the pump. At that time, the catheter was found to be severely twisted. No csf (cerebrospinal fluid) was able to be aspirated and the catheter was completely replaced, with the exception of the tip segment; the physician removed the proximal portion of the 8780. The issue was resolved, and the patient status was 'alive - no injury'. The explanted catheters would not be returned as the customer refused. No further complications were reported.